Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan (lfs) another country alleging the one touch ultra 2 meter was giving inaccurately high readings. On one day later, the technical service representative (tsr) spoke with the pt to obtain and verify information. Since approx three months earlier the pt had obtained blood glucose readings on the reported meter that were high compared to her expected values of approx 100 mg/dl. On three days prior to original date at 8:50pm, while hospitalized for an issue unrelated to diabetes, the pt obtained the meter reading of 249 mg/dl. At that time the pt experience no symptoms of high or low blood glucose levels. Based on this reading, and the pt's sliding scale, the pt took an increased dose of apidra, a rapid-acting insulin, 35 units. During the night, at an unk time, the pt experienced the symptoms of trembling, sweating and weakness. The pt reported no treatment for these symptoms. On two days prior to original date at 6:37pm, the pt obtained the meter readings of 162 mg/dl and 184 mg/dl. At the same time, the pt's blood glucose level was tested to be 90 mg/dl using a hospital meter. The pt again took an increased dose of apidra insulin, 35 units, based on her meter readings. At an unk time during the night, the pt experienced the symptoms of trembling, sweating and weakness. The pt's blood glucose level was tested using a hospital meter to be 45 mg/dl. The pt noted she did not test her blood glucose level using the reported meter, as originally reported to customer service. The pt was treated with orange juice and biscuits. The pt takes apidra insulin 10 units in the morning, 15 units at 1pm and 15 units at 8:30pm, and lantus insulin 50 units in the evening. The pt adjusts the apidra insulin doses based on meter readings. While hospitalized, the pt tested her blood glucose levels using the reported meter, and administered her own insulin doses. The pt tests her blood glucose level three to four times per day. The tsr determined during the troubleshooting telephone call that the pt's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed fo the correct unit of measure and calibration code number. Quality control testing was performed during the call with passing results. The meter and test strips were replaced. The pt alleges she became hypoglycemic after taking an increased dose of insulin based on the reported meter results. The pt's blood glucose level was tested to be 45 mg/dl, and she received treatment with food and juice. Therefore this complaint is being reported.